Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 68 mg/dl. Customer consumed carbohydrates to address bg. Cts recommended caller consult hcp and inform them of the situation.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.